Event description:
Clinical study. It was reported that more than 3 years after a coronary drug eluting stenting treatment procedure the patient experienced atypical chest pain. The lesion being treated in the index procedure was a 3.0mm, 80% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express 2.5x24mm drug eluting stent in the target lesion. A non-target lesion located in the mid right coronary artery was treated with a commercial stent. More than 3 years after the initial procedure the patient experienced atypical chest pain. He was admitted to the hospital and treated with an unk medication. The site reported the event was resolved without further treatment.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.